Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the battery was working normally but suddenly starting to discharge faster causing overdischarge. One emergency recharge was done and the battery worked for 10 minutes, then discharged again. It was unknown if there were any external contributing factors. Troubleshooting was performed. During the emergency recharge it was observed that the recharge was taking longer than usual. When the recharge system screen showed that the battery apparently had enough power to turn it on, telemetry with the clinician programmer and the patient programmer indicated that the ins was still running out of battery power. The issue was not resolved at the time of this report. The ins will be replaced in the future. It was also stated that no medical or surgical intervention was needed to prevent permanent impairment of a function. Follow up is being performed to clarify this conflicting information. There were no patient symptoms or complications associated with the event. The event did not lead to or extend hospitalization. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the number of overdischarges could not be determined. The cause of the ins suddenly starting to discharge fast was possibly overdischarge. No recharge statistics were available. The patient was recharging the ins to 100%. The ins would be replaced, but it had not been scheduled yet. The outcome of the event was that there was a bad relationship between the patient and the manufacturer, and that the patient's pain returned. The patient's weight and age/date of birth were not available. It was noted that the patient's indication for use was failed back surgery syndrome. It was also noted that the patient was without medical following. A telemetry printout was provided.